Manufacturer narrative:
It was reported that during a right total hip arthroplasty procedure on 10/26/2020 the device an ultra coated cautery tip, (part of an major abdominal pack) was being utilized to control bleeding. Reporter states the tip broke and "most likely stayed inside a patient." It had initially been reported that multiple x-ray films were taken during the procedure and it was not noted during those films." The reporter states, "the surgical site was searched for the broken tip, the surgeon performed 3 washouts in an attempt to flush out the tip. No tip was found." The sample has been return for evaluation. Investigation summary: the account reported finding: cautery tip broke during use. The reported issue occurred in item cds984534g (lot 20fda669). Due to the fact that we do not alter this component during the kitting process this is considered a vendor product issue. Actions taken and recommendations: this complaint has been provided to the vendor for further evaluation. Our supplier quality team will also monitor this issue for trending purposes." Due to the reported medical intervention and in abundance of caution, this medwatch is being filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported during a procedure a cautery tip broke and "most likely stayed inside a patient."